Event description:
It was reported that the customer had high blood glucose levels of 165 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to flattened act button dome switch. No button error alarm during testing. Insulin pump also received without the original belt clip. The test belt clip fits and locks properly and no damage in the belt clip slot noted. Insulin pump received with minor scratches on lcd window, scratched keypad over lay and scratched case.